Event description:
It was reported that the patient was not getting adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure. The explanted ipg and leads were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial/ batch: (B)(4).